Event description:
Adverse event: rash and itchy sensation, hypersensitivity. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, four days after clip implant, the pt developed a rash across the abdomen and an itchy sensation at the groin site. Although the pt had a preexisting "metal" allergy, when asked prior to the procedure she stated she had no allergies. The pt is being treated with oral prednisone. The rash was reported to be "much better." If the rash continues after stopping the prednisone, other testing methods will be considered to determine the sensitivity from the starclose se clip. Additionally, other causes of the rash and itchy sensation have not been ruled out. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.